Manufacturer narrative:
As reported, during insertion of a large bard/davol 3dmax mesh through a 10mm trocar, the mesh tore. The subject device is not available for evaluation. A photo of the sample was provided, which depicts a tear in the mesh below the medial 'm' marker as reported. Review of the photo confirms the reported event. Per the instructions-for-use (IFU) it is recommended that a 11mm internal diameter trocar be used to introduce a large bard® 3dmax¿ mesh. Additionally, the IFU also states "use an appropriate sized trocar to allow mesh to slide sown the trocar with minimal force. If mesh will not easily deploy down the trocar, remove trocar and insert mesh through incision. Reinsert trocar." Based on the event as reported and the photo provided, the most likely root cause was determined that the tear inadvertently occurred during user/device interface while handling the mesh with graspers and inserting through the trocar. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 1362 units released for distribution in february, 2021. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, during a totally extraperitoneal (tep) laparoscopic inguinal hernia repair procedure on (B)(6) 2021, when the surgeon tried to insert a large bard/davol 3dmax mesh through a 10mm trocar, the mesh tore at the spot of the "m" where it was held using a grasper. The mesh was removed and the procedure was completed using a new mesh. There was no reported patient injury.